Event description:
Rptr has had two episodes of electromagnetic interference with his pacemaker and anti-theft deivces. Pt had near-syncope after passing through security gates and spending approx 15 minutes in a book store that used magnets on their books as anti-theft devices. Pt was assisted to a chair unharmed by a sales clerk.